Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination, chest x-ray discovered externalization of conductor on the right ventricular (rv) lead. The physician decided to continue using the same lead without any programming changes or revision. There were no adverse consequences to the patient.